Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the internal multifunction ECG test does not pass. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : philips bench received the device for repair and determined service was required. Therefore, diagnostic service was offered to the customer; however, it was not accepted.

Manufacturer narrative:
Philips bench evaluated the device and determined this was a malfunction of the therapy board. Philips bench replaced the therapy board resolving the reported issue.